Manufacturer narrative:
H6: investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for separator post use/poor barrier was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for separator post use/poor barrier was not observed. 4 retained tubes from the same lot number (1004609) were therefore, drawn with horse blood, mixed, centrifuged at 3000 g for 5 minutes. All 4 tubes were found to have good separation. Mechanical separator has performed as expected. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure, poor barrier, because the defect was not evident in the testing of the complaint lot samples. Replicates of both retains and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separator post use/poor barrier based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that the bd tube pms plh 13x75 3.0 slbl lim ce experienced a poor barrier separation of sample. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: the separator has not migrated. No direct adverse effects to patients.

Event description:
It was reported that the bd tube pms plh 13x75 3.0 slbl lim ce experienced a poor barrier separation of sample. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: the separator has not migrated. No direct adverse effects to patients.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.